Event description:
It was reported that when deploying the stent in the basilic vein, it did not fully expand and migrated. The physician was able to balloon inside the stent, reposition it slightly, and place a longer Covera stent inside to secure it.

Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.